Event description:
The customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable. System operates as intended.